Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during placement of a dual access introducer (dai-trc), while advancing the worley advanced selective introducer toward the coronary sinus tributary, the distal tip of the device detached. An amplatz goose neck snare system was introduced to capture the detached segment. During retrieval, the tip fragmented further, and one portion migrated toward the pulmonary artery. Due to the risk of additional fragmentation and potential vessel injury, retrieval efforts were discontinued, and two fragments of the worley introducer tip were left in situ. Following the event, the physician noted that a retained fragment in the coronary sinus caused thrombosis of a coronary sinus tributary, and another fragmented portion had migrated into the segmental pulmonary artery, posing a risk for thrombosis. The patient was placed on lifelong anticoagulation therapy. The procedure was performed via a venous approach.